Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Event description:
Consumer complaint of blood result reading of "lo". Performed a back to back blood test using capillary blood sample and the results were 251mg/dl and 237mg/dl. Reviewed the last 5 results in the meter memory: on (B)(6) 2014-29mg/dl- cannot see time; on (B)(6) 2014-lo-cannot see time; on (B)(6) 2014-151mg/dl- cannot see time; on (B)(6) 2014-11:09pm-221mg/dl; (B)(6) 2014-3:02pm-84mg/dl. The customer states he is unable to see the time because it is flashing too fast. Expected fasting results is 120mg/dl-130mg/dl. No adverse event reported.